Manufacturer narrative:
"An attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) on google pixel 6 (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting thorough investigation, it was discovered that the main root cause of the user's pairing problems was an undefined error returned by the android os, which could be caused by several possible reasons such as device software, radio/microwave sources, or bluetooth stack implementation errors. The following steps to resolve the issue were provided to the technical support: 1. Ask customer for the other app's presence, which uses a bluetooth connection, and remove if any are present. Upload app logs at this time. 2. Remove the pump from the list of paired devices (android os). 3. Remove the phone from the list of associated devices (the pump). 4. Delete the app. 5. Clear our list of devices in the bluetooth section if possible. 6. Reset network settings: settings, general management, reset, reset network settings. 7. Restart device. 8. Install the app. 9. Try to pair pump and device, do not leave the pairing screen during the pairing process. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the mobile and pump. No harm requiring medical intervention was reported. Troubleshooting was performed and issue not resolved.  The customer will continue to use the device and the product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.